Event description:
A healthcare facility in (B)(6) reported that three mr290 autofeed humidification chambers were leaking water when used with a mr730 respiratory humidifier. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that three mr290 autofeed humidification chambers were leaking water when used with a mr730 respiratory humidifier. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: three mr290 autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected for the reported damage. Results: visual inspection revealed that the chamber dome was pulled out of the base and stressmarks were present on the dome near the base on all three mr290 chambers. White residue was found inside all three chambers. Two of the chambers were found to have dents on the aluminium base. A lot check revealed no other complaints of this nature for lot number 100711. Conclusion: the hospital has informed us that the mr290 chamber was being used with a sipap ventilator. This type of ventilator is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. It is also likely that the dents in the base caused stress in the chamber dome which contributed to the crack. These dents were most likely the result of the chamber being dropped or damage during transportation. We know that increasing the distance between the water bag and the chamber (thereby lengthening the water feed set tube) helps prevent the chambers from running dry. Infant therapies involving high pressures are becoming more widely used and for this reason fph manufactures a water feed set extension, which is recommended for use in such cases. The user instructions for the water feed set extension, 900mr191, state that it "allows the mr290 to be used with infant CPAP systems." The hospital stated that the recommended water feed set extension was not used. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure". "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient".

Manufacturer narrative:
(B)(4). The complaint devices are currently in the process of being investigated. We will provide a follow up report upon completion of our investigation.